Event description:
It was reported that 12 of the bd¿ blunt fill needle experienced foreign matter, coring. The following information was provided by the initial reporter, translated from portuguese to english: presence of a rubber fragment when puncturing the vial. Material is trapped inside the needle or vial.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27-jul-2023. H.6. Investigation summary: samples and photo received by our quality team for investigation. Through visual evaluation of images, syringe and needle attached to the vial is observed, no coring observed. Physical samples received showed no defects or issues. A device history review was performed for reported lot 2363832, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retention samples from the same lot were evaluated, no defects or issues observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 of the bd¿ blunt fill needle experienced foreign matter, coring. The following information was provided by the initial reporter, translated from portuguese to english: presence of a rubber fragment when puncturing the vial. Material is trapped inside the needle or vial.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.